Event description:
A patient reported blood glucose results of "475 mg/dl and 236 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient had no control solution to perform quality control. Product was replaced.